Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that at the end of the implant of the left ventricular assist device (lvad) a thrombus was found inside the outflow graft.  The outflow graft was removed and exchange with a new one. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a segment of outflow graft was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files revealed a decrease in estimated flow starting october 3, 2017 to parameters below normal operating range and 18 low flow alarms were logged since october 3, 2017. Visual inspection of the outflow graft did not reveal any evidence of thrombus inside the graft. As a result, the reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, the most likely root cause of the low flow alarms can be attributed to multiple factors including but not limited to thrombus in the outflow graft/inflow cannula, kink in outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.